Event description:
Arjohuntleigh received a complaint where it was indicated that during the lifting procedure of a pt with a portable ceiling lift: voyager. The carabiner connector detached from the reacher (that connects the lift to the installation trolley) and fell on the pt. As the consequence of this event, the cuts on the patient's face (on the nose and the cheek) were reported. First aid was stated to be applied. No hospitalization was needed.

Manufacturer narrative:
(B)(4). An investigation was performed on this complaint. Arjohuntleigh received a complaint where it was indicated that during the lifting procedure of a pt with a portable ceiling lift: voyager. The carabiner connector detached from the reacher (that connects the lift to the installation trolley) and fell on the pt. As the consequence of this, the cuts on the patient's face (on the nose and the cheek) were reported. First aid was stated to be applied. No hospitalization was needed. When reviewing similar reportable events for portable ceiling devices (v3, max sky 440, voyager), we have found a number of cases related to the failure: ceiling lift part dropping off the track due to a detachment of the strap or carabiner. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, the occurrence rate observed for reportable complaints with this failure is low. When the event occurred, the device was used for treatment of a person, it played a role in the event. The ceiling lift installation was put through a visual inspection by the arjohuntleigh representative that visited the customer site. The device carabiner was found to have malfunctioned - the carabiner latch remaining outside of the carabiner. From this finding, it appears the device did not meet its specification at the time of the incident. The voyager is a portable ceiling lift designed for lifting patients in a homecare setting, at a nursing home and in other assisted living centers. To provide an easy and safe installation and usage of ceiling lift devices, it is crucial to follow all safety instructions included in the device instruction for use. Based on the collected info, photographic evidence and the internal investigation, it has been concluded that the combination of two factors are considered to be contributors to the reported situation: lift strap was most likely installed on the latch itself, therefore installed incorrectly; and the carabiner was oriented in a position that forced its latch to open, which is also an incorrect installation. A detachment of the carabiner is highly unlikely if the carabiner and/or the strap inside the carabiner hook is installed properly. All simulated scenarios require improperly installing the carabiner in the reacher bar or the strap in the carabiner, in order to apply a force which forces the opening of the carabiner latch. Some wrong positions of the carabiner may either open it inwards, causing the strap to simply slide out of the latch, while other positions may bend it and open it outwards, resulting in the carabiner latch remaining outside of the carabiner or even break open - as is the complaint issue. In conclusion, even though the exact position of the strap and carabiner cannot be confirmed with certainty, all scenarios set forward include an incorrect installation of the strap and carabiner. From this eval, it would appear most likely that the event was caused by the user error which is most likely related to a lack of training on the device labeling. We find this complaint to be reportable to the competent authorities. (B)(4).